Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with st-elevation myocardial infarction (stemi) and had 2 blockages in the mid left anterior descending (lad) coronary artery. Angiography and angioplasty was performed on (B)(6) 2019 with a 2.5 x 33 xience alpine stent and a non-abbott stent. The non-abbott stent was implanted in the lad and the xience alpine stent was implanted overlapping from the ostium of the lad to the mid lad. On (B)(6) 2019 the patient experienced cerebrovascular embolism and experienced sudden cardiac arrest and expired. According to the physician, the patient died due to the cerebrovascular embolism. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cerebrovascular accident, death, and embolism are listed in the xience alpine, everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.